Event description:
Country of complaint: (B)(6). Thread detached from needle easily.

Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 20 unopened and 3 open racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Received three open samples, two of them with the needle detached from the thread and thread still wound on the pack in both samples. The other open sample received has the needle connected to the thread. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: